Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that approximately 7-10 years following an intraocular lens (iol) implant procedure, the lens appears to be cloudy. It was reported the patient is experiencing reduced vision but has no other ocular pathology.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the patient had a significant amount of pco, a yag capsulotomy was performed and the patient is significantly happier with their visual acuity. The patient was given the option to have the opacified iol explanted, however the patient has chosen to not have any further surgery at this stage.